Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f manta was deployed for closure. Closure was successful however, moderate to severe resistance was met while advancing the bypass tube through the hemostatic valve of the manta sheath.

Event description:
As reported: bypass tube very difficult to advance into sheath valve.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.